Manufacturer narrative:
Results: the set screw engagement issue was confirmed. As received, the header was clear and the septum was intact. The setscrew was properly oriented in the connector block. The feed through wire for channel 1 was broken. These anomalies were consistent with the connector block rotating in the header while the setscrew was being engaged. It is likely that the opening of the connector block became misaligned preventing a lead from being fully into the header. This would explain why the lead could not be secured inside the port. Despite the mobility of the connector block, the ipg passed a lead pull test. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's (B)(6) permanent procedure the physician experienced difficulty securing the lead using the ipgs set screw. In turn, the physician removed and replaced the ipg which resolved the issue.